Event description:
New information received states that re-programming was performed. The patient status was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that under sensing was noted on the implantable cardiac monitor (icm). No intervention was performed, and there were no patient symptoms reported.